Event description:
The accounts biomed stated that the bed is not sending a signal to the nurse's station when the pt positioning monitor (ppm) alarms.

Manufacturer narrative:
The account found the communications dummy plug was missing which caused the bed to send a constant nurse call, but not for ppm. He replaced the dummy plug to repair the bed.